Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the rv lead had triggered an alert for short v-v intervals and non-sustained episodes. Noise was observed on both the tip to ring and tip to coil configurations. A new lead was planned to be implanted. No patient complications have been reported as a result of this event.